Manufacturer narrative:
(B)(4)

Event description:
Customer complaint alleges "doctor in (B)(6) found the cuff leakage during operation of pulmonary lobectomy." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no obvious defects were observed. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the pressure of the blue cuff remained at 25mbar, whereas the pressure of the clear cuff deflated rapidly. A water leak test was then conducted on the returned complaint device. Air bubbles were observed flowing out from the clear cuff but not from the blue cuff. The area of leakage was then observed under magnification and a pin hole was observed on the cuff. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. A device history record review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. It is possible that the failure could be induced during the intubation process, although this could not be confirmed.

Event description:
Customer complaint alleges "doctor in people's hospital of huangdao district found the cuff leakage during operation of pulmonary l obectomy." Patient condition reported as "fine".